Event description:
Us complainant reported that a patient was on impella cp support due to st elevated myocardial infarction (stemi) and multivessel disease. While on support, there was no placement signal. Staff were unable to troubleshoot successfully. Bedside discussion with physician on pros and cons and he ultimately decided to proceed as is. Pump remained in post procedure. Fluoroscopy and motor current were used to monitor placement in the left ventricle (lv). The procedure was completed without incident or injury to the patient.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data log review showed the ps at 3000 but the 5s parameters did not show any issues. The product was returned and evaluated. The root cause of the optical signal issue was most likely eeprom corruption based on the intermittent findings in the field logs but the exact cause of the corruption is unknown. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H3 device evaluated by manufacturer updated as the initial manufacture report stated no product return which is incorrect. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-17630.